Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 540 mg/dl and life-threatening ketone levels identified as life threatening by a healthcare provider. The cause of the high bg was unknown. The customer went to the hospital and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline, insulin and antibiotics. The customer was released from the hospital on (B)(6) 2026 with the issue resolved and no permanent damage. Tandem technical support performed a pump system check and verified the pump functioned as intended.